Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks. The patient passed out and needed an automated external defibrillator to deliver shock. Upon interrogation, the right ventricular lead exhibited high capture threshold and undersensing with decreased r wave. The lead migrated back into the area of the right atrium. Lead dislodgement was confirmed on x-ray. The patient¿s under lying atrial fibrillation was sensed which led to the inappropriate hv therapy. The resulting inappropriate therapy induced ventricular tachycardia or ventricular fibrillation and requiring external defibrillation. Programming change was made to deactivate the device and lead. Patient's condition was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead was explanted.

Manufacturer narrative:
A complete lead was returned in one piece without the suture sleeve measuring 57.5cm. Analysis was normal. No anomalies were found.